Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the patient experienced pain in the big toe on their right leg following a trial procedure. The leads were placed in appropriate positions and no resistance was noted by the physician. However, the leads were explanted as a precaution since the pain had not subsided and the patient's sensations in the right leg was low. The follow-up report indicated that the patient has fully recovered.